Event description:
The customer reported that while the unit was in use on a pt, the unit's waveforms flickered and when the balloon catheter was disconnected, the unit continued operating. Therapy was discontinued. No pt injury was report.